Manufacturer narrative:
(B)(4). Analysis description: final analysis found that the cable was fractured at 2.6cm measured from connector pin. The cable fractured due to fatigue. The damage found likely resulted in the reported high impedance.

Event description:
It was reported that the left ventricular lead exhibited high impedance. The lead was explanted and replaced on (B)(6) 2015. The patient was in good condition post procedure.